Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and product complaints (pc), concerned a male patient of an unknown age and origin. Medical history was none. Concomitant medication included acarbose for an unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25) from cartridge via a reusable humapen ergo-ii device, subcutaneously at a dose of 26 units in the morning and 22-23 units at night at sliding scale (prn) for the treatment of diabetes mellitus beginning approximately on an unknown date in jun-2015 or jul-2015 (conflicting information). He always injected insulin alternately on both side of his abdomen. On an unknown date in jan-2018, while on insulin lispro protamine suspension 75%/insulin lispro 25% therapy, he had lumps at injection site. On an unknown date in aug-2018, his blood glucose was increased (unit, reference range and value were not provided). On an unknown date in aug-2018 or sep-2018 (conflicting information), he noted that his device would get stuck during injection and that there were glass fragments in the humapen ergo ii (B)(4). Lot number: 1311d01). On an unknown date, his blood glucose was abnormal for which he was admitted to the hospital on (B)(6) 2018 to regulate his blood glucose (no further information was provided). On an unknown date, after hospitalization, insulin lispro protamine suspension 75%/insulin lispro 25% and acarbose treatment were discontinued and he was switched to insulin lispro and insulin glargine therapy. The injection site mass did not subside or enlarge. He did not receive any treatment for the events. He had been recovering from the events. Information regarding further hospitalization details was not provided. It was unknown if he resumed insulin lispro protamine suspension 75%/insulin lispro 25% therapy or not. The operator of the humapen ergo-ii was patient and his training status were not provided. The general device duration was not provided while it was started in jun-2015 or jul-2015. The humapen ergo-ii duration of use was not provided. The suspect humapen ergo-ii, which was manufactured in nov-2013, was not returned to the manufacturer. The initial reporting consumer did not know the relatedness of the events with insulin lispro protamine suspension 75%/insulin lispro 25% therapy and did not provide the relatedness of the events with humapen ergo-ii device. Edit 10-jan-2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 11-jan-2019: additional information received on 11jan2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, improper use and storage from no to yes, and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4). Associated with lot 1311d01 of a humapen ergo ii device. Corresponding fields and narrative updated accordingly. Update 17-jan-2019: information was received from the affiliate on 15-jan-2019 regarding an unsuccessful follow-up attempt. No new information was received and no new medically significant information was updated to this case. Update 30-jan-2019: additional information was received from initial reporting consumer on 28-jan-2019 and 29-jan-2019 in response of follow up question, processed together. Updated dechallenge information of insulin lispro protamine suspension 75%/insulin lispro 25% from unknown to positive; operator of the device from other to lay user/patient; outcome of all events blood from unknown to recovering; and treatment received for event blood glucose abnormal from yes to no and for remaining events from unknown to no; event verbatim from lumps were found at the injection site to lumps were found at the injection site/ injection site mass and its coding from injection site lump to injection to mass; and narrative with the new information. Upon review of initial information received on 21-dec-2018, stop date of first regimen and start date of second regimen of insulin lispro protamine suspension 75%/insulin lispro 25% was captured as (B)(6) 2018 and jun-2015, respectively; lot number and expiration date was also captured for second regimen; and frequency was captured as prn in field.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 11jan2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that the injection button of his humapen ergo ii device would get stuck during pressing (injecting) and that there were glass fragments in the pen. He also reported the soft touch was detached. He experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (B)(4). Manufactured november 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with regard to pen jam or dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The reported glass fragments would be consistent with foreign material introduced into the device while in the field. Glass may be introduced into a device from a broken insulin cartridge which could shatter if dropped. The reported soft touch damage, which is a cosmetic issue and does not affect device functionality, is consistent with the device having been exposed to an unknown chemical while in the field. The user manual describes the proper care and storage of the device and states "do not use alcohol, hydrogen peroxide, bleach, cover in liquid or apply lubrication such as oil, as this could damage the pen." There is evidence of improper use or storage. The patient reported glass fragments in the device which may be consistent with the reported complaint of the injection button getting stuck and may be relevant to the event of abnormal blood glucose.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events, concerned a male patient of an unknown age and origin. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25) via a reusable pen (humapen ergo-ii), subcutaneously at a dose of 26 units in the morning and 22-23 units at night for the treatment of diabetes mellitus beginning approximately on an unknown date in (B)(6) 2015. On an unknown date in (B)(6) 2018, he had lumps at injection site. On an unknown date in (B)(6) 2018 his blood glucose was increased. On an unknown date his blood glucose was abnormal. On (B)(6) 2018, he was hospitalized to regulate blood glucose. On an unknown date after hospitalization insulin lispro protamine suspension 75%/insulin lispro 25% and acarbose treatment were discontinued and he was switched to insulin lispro and insulin glargine therapy. Information regarding further hospitalization details, corrective treatment and outcome of the events were not provided. The operator of the humapen ergo-ii device and his/her training status were not provided. The general device duration was not provided. The humapen ergo-ii device duration of use was not provided. The action taken and the status with the suspect device were not provided. The reporting consumer did not know the relatedness of the events with insulin lispro protamine suspension 75%/insulin lispro 25% therapy and did not provide the relatedness of the events with humapen ergo-ii device. Edit 10jan2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.